Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close all the way when fired plastic to plastic. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.